Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during subtotal gastrectomy on a whipples surgery, a bleeding from the staple line was observed and staple did not form a ¿b¿ shape. The doctors had to use sutures and over sewn the staple line to complete the case.